Event description:
"Spective" pregnancy case was reported by a physician and describes the occurrence of pregnancy with contraceptive device ("the patient came into the office for a check up and found they were pregnant with an essure in place") in a (B)(6) female patient who had essure (batch no. E13072) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, live birth and gestational diabetes mellitus. Concurrent conditions included overweight. Concomitant products included norethisterone (errin) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2018 and estimated date of delivery was (B)(6) 2019. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (btl(bilateral tubal ligation)). Essure was removed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as:(B)(6) 2017; in current follow up reported as: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Pregnancy test - on (B)(6) 2018: pregnancy confirmed no any maternal complications during pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pregnancy monitoring form a, b and c received: case medically confirmed. Pregnancy outcome updated from 'pregnancy ongoing' to 'elective abortion' and reporter information, patient demographics, other relevant history, lab data, relevant tests, product information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a physician and describes the occurrence of pregnancy with contraceptive device ("the patient came into the office for a check up and found they were pregnant with an essure in place") in a 38-year-old female patient who had essure (batch no. E13072) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 and gestational diabetes mellitus. Concurrent conditions included overweight. Concomitant products included norethisterone (errin) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2018 and estimated date of delivery was (B)(6) 2019. The patient was treated with surgery (btl(bilateral tubal ligation)). Essure was removed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2017. In current follow up reported as: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Pregnancy test - on (B)(6) 2018: pregnancy confirmed . No any maternal complications during pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.